Event description:
It was reported that "the guidewire was found bent/kinked near the handle, during the product prep before a-line procedure." There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the guidewire was protruding from the slit on the tubing, which is not the intended assembly. A kink was noted towards the proximal end. Additionally, the guidewire coils appeared to be damaged at the distal end. This created resistance when inserting the guidewire into the proximal opening of the cannula. Microscopic examination confirmed the damage to the guidewire and revealed a build-up of white particulate on the needle bevel. The returned guidewire was unable to advance into the returned needle cannula due to the severity of the kinking. A lab inventory guidewire tubing with handle component (swg outer diameter measured 0.37mm) was inserted into the needle cannula. No resistance was encountered as the guidewire passed completely through the cannula. Performed per the IFU provided with this kit, which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A device history record review was performed and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink towards the proximal end of the guidewire. Additionally, the coils were damaged towards the distal end. These created resistance between the guidewire and the cannula. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (september 2024) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guidewire was found bent/kinked near the handle, during the product prep before a-line procedure." There was no patient involvement.